Manufacturer narrative:
Patient codes: device codes: internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of pulmonary thrombo-embolism (air embolism) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported steerable guide catheter (sgc) leak (air) cannot be determined. The reported air embolism and additional therapies/non-surgical treatment were a result of procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for the air in the hemostatic valve and patient anatomy. It was reported that this was a mitraclip procedure to treat grade 3-4 functional mitral regurgitation (mr). During insertion of the clip delivery system (cds), air entered through the hemostatic valve of the steerable guide catheter (sgc). The air was aspirated from the device; however, some air escaped into the left atrium. The air in the left atrium was not aspirated. The procedure was completed with implantation of two clips and the mr was reduced to grade 1. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.